Event description:
Please be advised that on 1/4/94, a 57 year old female, who had 35 years previously undergone augmentation mammoplasty; presented to surgical facility diagnosed with infected implant, left breast. She underwent surgery for removal of infected implant, left breast. The patient was discharged in stable condition.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.